Manufacturer narrative:
A new device and right ventricular lead were successfully implanted. The abandoned right ventricular lead was not returned to boston scientific. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific received information that the patient with this pacemaker experienced multiple syncopal episodes. During evaluation of the device, oversensing with pacing inhibition up to 8 seconds was observed. A chest x-ray was performed which revealed a right ventricular lead defect. A revision procedure was performed; the device was removed and replaced. The right ventricular lead was surgically abandoned and replaced. No additional adverse patient effects were reported.